Event description:
Sorin group received a report from the field service rep that, during a preventive maintenance, the pump started making a sound and the tubing guide roller and pin sheared off of the pump rotor. As this occurred during a preventive maintenance, there was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group received a report from the field service rep that, during a preventive maintenance, the pump started making a sound and the tubing guide roller and pin sheared off of the pump rotor. As this occurred during a preventive maintenance, there was no pt involvement. A replacement pump was sent to the customer and the roller pump with the broken tubing guide was forwarded to sorin group (B)(4) for analysis. Sorin group (B)(4) has received the pump and they are conducting an investigation. A f/u report will be filed when the investigation is complete.